Event description:
During a follow-up, the device was unable to be interrogated. The device was explanted and replaced and the patient was stable.

Manufacturer narrative:
No conclusion code available. The reported event of an inability to interrogate the device was confirmed. The device would not communicate due to a depleted battery. The battery was depleted due to high current. The cause of the high current was traced to an anomalous integrated circuit on the hybrid.